Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 24-48mm x 2.5-2.75mm, eccentric, de novo, target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were passed through the lesion, pre-dilation was performed with a non-bsc balloon catheter. Following pre-dilation, a 2.50 x 24mm synergy ii drug-eluting stent was used for treatment. However, the device failed to cross the lesion and when the device was removed, the tip of the stent itself was found to be deformed. The procedure was competed with another of the same device. There were no patient complications reported and the patient's status was stable.